Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and unable to recover. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed and could not be recovered. The field service engineer (fse) removed the station rear cover to inspect the drawer mechanism and found the retractor band disconnected and damaged at the hinge. Fse replaced the retractor band by disconnecting both connections, removing the screws securing the band, and installing a new band. After reassembly, the drawer was successfully tested using the hardware test application.